Event description:
Reporter stated that in performing back-to-back blood glucose test comparisons, using different finger sticks, he received results of 70, 270 and 98 mg/dl. On another occasion reporter stated he had tested back-to-back with bg results of 299 and 162 mg/dl. Reporter also stated he never cleaned the meter. Control solution test was 127(95-142) mg/dl.